Event description:
The customer reported a contained leak from an unknown location inside the coulter lh 500 hematology analyzer while running quality control (qc). The instrument was generating vacuum and pressure error messages when the leak was observed. The volume of the leak was unknown. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred.

Manufacturer narrative:
The onsite maintenance engineer replaced the tubing through pv49 and the instrument ran without leaks. (B)(4).